Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 4.00 x 24 synergy ii drug-eluting stent, the stent dislodged from the catheter. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.